Manufacturer narrative:
The t:slim pump user guide states that a low power alert occurs when a battery level of 25 percent or less is remaining. A second low power alert will occur when a battery level of 5 percent or less is remaining, requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after multiple low power alerts and a low power alarm, which were not addressed by charging the device, the pump shut down due to insufficient battery power. The customer's blood glucose level was reported to have been over 200 mg/dl. The customer took a correction bolus, via a syringe to bring down blood glucose level. The customer also reported experiencing moderate ketones, which have since resolved.